Event description:
It was reported that the device broke. The target lesion was located in the liver. A 200 cm x 10 cm fathom? -14 was selected for use. However, during vessel tracking, it was noted that the guidewire had broken. The device was retrieved, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that the device broke. The target lesion was located in the liver. A 200 cm x 10 cm fathom? -14 was selected for use. However, during vessel tracking, it was noted that the guidewire had broken. The device was retrieved, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Device evaluated by MFR: the guidewire was returned to our post market quality assurance laboratory. Visual and microscopic inspections were performed, and it was observed that the guidewire was detached at distal tip and the polymer jacket was peeled. No other issues were identified during the product analysis.